Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield inner pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex shield braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate. Which eliminates this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a flow diversion procedure to treat an unruptured saccular aneurysm located at the ophthalmic artery, the pipeline embol device 4.75mm x 18mm stent tip did not open completely. It was reported that the stent, using a marksman stent microcatheter went upper to the m1 level. They withdrew the catheter and opened, but the stent tip did not open completely after several attempts. It was then pulled towards the distal end of the internal carotid artery, but the stent tip still did not open ideally, failing to adhere to the wall and could not be anchored distal to the aneurysm. Furthermore, fluoroscopic examination revealed an irregular stent tip morphology. The aneurysm had a maximum diameter of 4 mm and a neck diameter of 5 mm, with moderate vessel tortuosity and landing zone artery sizes of 3.3 mm distal and 4.8 mm proximal. Dual antiplatelet treatment was administered. The stent was withdrawn and replaced, resulting in successful completion of the surgery with a normal angiographic result. No patient complications have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU).

Event description:
Additional information was received that "the pipeline was not resheathed, remained in the microcatheter." Meant the device was retrieved twice. There was no resistance during resheathing.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event determined, the result was that the stent tip could not be opened. The pipeline was not placed in a vessel bend when it failed to open. Additional steps taken in attempt to open the pipeline included attempted retrieval several times. There were no other issues that resulted in the damage that was found. The pipeline was not resheathed, remained in the microcatheter.